Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number which is the same as the international list number in the "unique identifier" field. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was discarded. No defect, deficiency, or malfunction of the nj tube was described by the reporter. Abbvie reviewed historical complaint data and no complaint trends were identified. The complaint description did not describe any device malfunctions, deficiencies or defects. In this event the abbvie nj tube was incorrectly placed. The abbvie nj instructions for use contain instruction to place the nj into the small intestine by following one of the three placement procedures: 1. Stomach motility, 2. Fluoroscopic guidance 3. Endoscope all three methods contain the instruction ¿before administration of the medication, confirm the abbvie nj is positioned correctly through appropriate imaging techniques.¿ the complaint does not provide any details as to how or why the tube was placed in throat rather than in jejunum. Abbvie reviews complaint categories for possible trends on a monthly basis. There have been no trends broncho-aspiration or use error s identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A healthcare professional reported that a patient in (B)(6) suffered from broncho-aspiration, low oxygen saturation, hypotension and paleness. The duodopa test phase started on (B)(6)-2015. Suddenly, he had paleness, arterial tension 90/60 and oxygen saturation at 60%. A radiography was performed and the health professionals could not see the tube. Finally it was concluded that the nose-gastric tube was not placed in stomach but in the throat. He had a broncho-aspiration. Duodopa was discontinued. The patient was under oral medication. Antibiotic was prescribed. Additional information was received on 20-oct-2015 that the patient underwent a successful peg tube placement procedure. On (B)(6)-2015, it was reported that the patient recovered from the broncho-aspiration and was discharged with oxygen therapy.